Event description:
While performing onsite service for the device, a philips field service engineer (fse) identified that the seal gasket on the ibp/temp connector block was damaged. There was no reported patient or user involvement and no adverse patient/user impact.